Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the iu investigation. History list: the e1 and w1 were found in the device history. In contrast to the customer allegation of a missing e1 error, the pump correctly triggered an e1 error (cartridge empty) after w1 warning (cartridge almost empty) than the cartridge was empty. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed w1 (cartridge low) to inform the patient that her cartridge was almost out of insulin. However, the device never displayed e1 (cartridge empty) when the cartridge no longer had any insulin left in it. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.